Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast surgery with two 400cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade iii post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On december 5, 2023, mentor became aware that the patient also experienced bilateral ruptures in addition to bilateral capsular contracture baker grade iii and were cause by car accident. Mentor was also made aware that the patient's surgery is scheduled for (B)(6) 2024. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date is (B)(6) 2024. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Device problem code under field h6 has been updated to "material rupture". Reason for device explant and/or reoperation: right capsular contracture baker grade iii, and rupture since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor became aware that the patient experienced bilateral capsular contracture baker grade iii and underwent bilateral replacement surgery with catalog number 3505504bc; serial number (B)(6), on the left side, and with catalog number 3505504bc; serial number (B)(6), on the right side on (B)(6) 2024. Date of implant has been updated to (B)(6) 2020 under fields d6a per information provided under field experience report on (B)(6) 2024. Device problem code under field h6 has been updated back to "adverse event without identified device or use problem". Reason for device explant and/or reoperation: right capsular contracture baker grade iii. This supplemental medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 28, 2024, the mentor failure analysis lab received the device for evaluation. On march 11, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).